Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient experienced pain. The right atrial (ra) and right ventricular (rv) leads were "hooked up backwards" when implanted. The lead have been repositioned and remain in use. No further patient complications have been reported as a result of this event.